Event description:
It was reported that the patient got a revision in (B)(6) 2013. It was indicated the lead crossed the patient's spine and was building calcium. It was also indicated that the "wire had broke on the left and they put it on the right side." Furthermore, the vertebrae was scraped so many times from the revision, so a new vertebrae was put in the patient's neck. Additional information was requested. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
Concomitant product: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3986a, lot # lc0216, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the information was not correct. The lead did not break and was not replaced in (B)(6) 2013. The doctor stated that their surgery was (B)(6) 2011 and was not related to any malfunction in the equipment. It is unclear if the patient has more than 1 physician.